Event description:
A report received from the USA stating an achieva ventilator stopped cycling when unplugged from the alternating current (ac) wall socket while being used on a patient. It was reported the ventilator does not hold an external battery charge. The patient was removed from the ventilator and placed on an alternate ventilator. There was no report of patient injury as a result of the event. The date of the event is unk.

Manufacturer narrative:
The device was returned to covidien factory service and was inspected by a service technician. The technician verified the reported issue. The service technician replaced the internal battery and the power supply. The technician conducted performance verification testing and all tests passed according to manufacturing specifications. (B)(4).